Event description:
User reported a leak from the analyzer. She said there was a pretty good amount of water that started on the table top, then dropped onto the computer hard drive, then onto the floor. No one was harmed by the water on the floor. The analyzer was running two samples at the time of the leak, but the completed without error.

Manufacturer narrative:
The field service rep determined the cause to be a bad pump and replaced it. He performed calibration and controls.